Manufacturer narrative:
A system displaying warning message ¿replace generator soon¿ was reported to abbott. The implant was subsequently replaced by physician. The results of the investigation are inconclusive since the device nor logs or settings were returned for analysis. Based on the information received, the cause of the reported incident is consistent with the ipg reaching end of life. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
It was reported that the patient saw the "replace generator soon" message on their patient controller, indicating that while the device was providing therapy, it was nearing its end of life. A manufacturer representative interrogated the system and confirmed the issue. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.